Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a family member of a patient with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. Patient's spouse said they were trying to adjust stimulation a couple days ago, but was unable to do so because they saw the power on reset (por) message on the patient programmer (pp). As a result of what was reported, the caller and patient were redirected to the healthcare provider (hcp). No patient symptoms were reported and no further complications have been reported as a result of this event.

Event description:
Additional information received from a manufacturer representative (rep) who was able to clear the power on reset (por), but then the implant gave them an end of service (eos) message. At the time of the call, the rep wasn't able to check impedances, but they added that the patient generally used stimulation at 7.8v. During the call, the battery's instability at eos was discussed so no testing could be allowed. The call center also reviewed that the patient's stimulation setting was really high and likely the cause of the battery depletion. As a result of what was reported, the rep was redirected to the patient's healthcare provider (hcp). No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Patient responded to a letter. The cause of the power on reset (por) message was ins depletion so they will replace the ins on (B)(6) 2019. No further patient complications have been reported as a result of this event.

Event description:
Additional information was received from the manufacturer¿s representative that reported the por was seen on the patient programmer. It was reviewed that the ins was should be interrogated and will need to be reprogrammed. The representative was to meet with the patient. There were no further complications reported or anticipated.

Manufacturer narrative:
Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.